Manufacturer narrative:
Product ID: 3387-28, lot# b0968468k, implanted: (B)(6) 2010, product type: lead. Product ID: 3387-28, lot# b0968467k, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported during normal use, a device interrogation was done on (B)(6) 2015. Device interrogation was also done on (B)(6) 2015 which was abnormal, there was right lead high impedance of greater than 40,000 ohms. Diagnosis was lead high impedance with a clinical diagnosis of after replacement of the pulse generator, high impedance on right lead. The event had resulted in an unscheduled clinic visit and other surgical intervention to tighten/screw better the right lead to the pulse generator on (B)(6) 2015. The outcome was resolved without sequelae. This was related to the procedure. Patient's medical history included smoking, syndrome v gilles de la tourette, obsessive compulsive disorder and the patient was taking movement disorder or psychiatric medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the issue occurred on the left side of the patient, not the right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported the patient was implanted in the internal globus pallidus (gpi). It was noted the high impedance had been identified after an implantable neurostimulator (ins) replacement on the right side. Interventions was updated and indicated the right extension was reconnected to the ins on (B)(6) 2016. Etiology was reported as surgery/anesthesia.